Manufacturer narrative:
H10; medical investigation: this case reports the premature deployment of the t2- anchor implant. Per communication, the t1 anchor was removed from the patient and a backup device was used to complete the procedure. No delay or patient injuries are being reported. Action was opened to address this failure mode. No further clinical medical assessment is warranted. Since the patient was not harmed and backup a device was available no further clinical assessment is warranted. Results of investigation: one 72202468 fast-fix 360 curved needle delivery system device used for treatment was reported on. The product itself was not returned. A shelf carton with chart stik labels, instructions for use, and tyvek pouch were returned. Instructions for use contains recommendations and precautionary statements for proper use of product. Inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. Per instructions for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ complaint history review indicated similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that during meniscal repair surgery, the t2 deployed prematurely. A backup device was available to complete the procedure with no significant delay or patient injuries. T1 was removed from patient. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.